Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as some skin irritation from sweating/high temps. Denies any open areas, bleeding, oozing, blisters, or bruising. There was no alleged device malfunction contributing to the irritation. The patient¿s rn told him that he is okay to remove lv for periods of time to let his skin air out for rash to try and heal. The doctor then later recommended ending use of the lifevest. Follow up indicated that the skin irritation improved.